Event description:
Additional information received indicates that on 01 sep. 2021, the device was explanted and replaced with a 23 mm non-abbott device to resolve the event. Upon explant, a tear was confirmed at the left coronary cusp (lcc) and rcc stent post, on the rcc side. The patient is recovering steadily postoperatively. No additional information was provided.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. Explant was reported due to "aortic regurgitation" and "the right coronary cusp (rcc) did not move well". The investigation found that there was circumferential fibrous pannus ingrowth on the inflow and fibrous pannus ingrowth on the outflow side of leaflet 3. Leaflet 1 and leaflet 3 were torn. Leaflet 1 had fibrous thickening. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted using the everting mattress suture technique in the aortic position of a patient with a comorbidity of pulmonary mycobacterium avium complex (mac) disease. During a follow-up in 2021, aortic regurgitation was found to be occurring. A transthoracic echocardiogram (tte) was performed and revealed that the right coronary cusp (rcc) did not move well either due to calcification or tissue adherent onto the leaflets surface. The surgeon thought that the patients prior comorbidity was likely the cause of the issue. Intervention has yet to be performed, but a device replacement procedure is slated for (B)(6) 2021.